Event description:
It was reported that the customer's insulin pump would not administer bolus and instead would only rewind and prime. The customer reported his blood glucose level to be 400 mg/dl. He was not able to exit the preparing to prime loop and was stuck in the rewind complete bolus delivery loop. The customer was advised to disconnect from the pump before troubleshooting. He was advised to hold down act until numbers appeared on display but the numbers were not displayed on the screen. The product is being returned and he was advised to revert back to back up plan. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).